Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an implant. Device is not distributed in the united states, but is similar to device marketed in the USA. Investigation could not be completed and no conclusion could be drawn as no device was returned. A review of device history records review revealed no issues related to the complaint for this product lot. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(4) 2013; that during the surgery on (B)(6) 2013 eight matrix screws of moj (matrix orthognathic japan) for the sagittal split ramus osteotomy operation were used. One of the screws could not pick up with either the straight driver or the contra angle torque driver. This is report 1 of 1 for complaint (B)(4).